Event description:
It was reported that the arctic sun device was sent down with a note that stated that temperature was fluctuating.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was sent down with a note that stated that temperature was fluctuating.

Manufacturer narrative:
The reported event was unconfirmed. The root cause of the reported event could not be determined. The device meet specification. Per wo, it was determined that the device heated and cooled as normal with no issues found. Biomed will send over data logs as well. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.